Event description:
The distal tip of the wire was stretched. The report received indicated that when opening the package of the stabilizer guidewire, the tip was not straightforward but very tortuous. Therefore, the wire was not used in the pt and to continue the procedure, the physician decided to exchanged the wire. The device packaging did not prevent any anomalies and the problem could not be visible through the packaging components. The device was removed from its hoop as indicated by the device's instructions for use. The product was returned for eval, visual analysis identified that the distal coil wraps were displaced distally creating a stretched region at the distal tip.

Manufacturer narrative:
After removing a stabilizer steerable guidewire from its protective hoop, the "tip was found very tortuous". Another wire was used for the procedure and no pt injury occurred. No anomalies were noted on the packaging and no unusual handling was reported. Analysis of the returned wire confirmed bends and kinks on the wire, as well a stretched distal coil. As received, the specimen does not present any indication of mfg defect or anomaly. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. The damage presented to the distal 2.70cm of the specimen appears consistent with removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. Testing under lab condition has demonstrated that displacement of the coil wraps distally has resulted in similar damage. As described in the IFU. "To prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guide wire can be removed by grasping the coated shaft." The complaint of damage to the distal tip region is confirmed. Review of the available info suggests that device handling may have contributed to the event.